Manufacturer narrative:
One sample was received for quality evaluation. Inspection of the sample shows that there is foreign matter within the drip chamber of the sample. The customer complaint of foreign matter was confirmed. The investigation was forwarded to the supplier for root cause analysis. After the investigation at the supplier, the foreign matter is determined to be embedded degraded material of the drip chamber. This is a cosmetic issue that can happen during injection molding process of the soft pc chamber. The soft pvc material is a very sensible material to the degradation. It is also possible that the embedded degraded material is already in the grains of the raw material. Verification of the parts produced within the same lot was conducted and no parts with embedded material detected. Additionally, records of cleaning of the plasticization group of the molding machine was reviewed and all were done according to the scheduling. The possible root cause is a discontinuity in the manufacturing process that can have generated the defective part. A device history record review for model 10016073 lot number 25043135 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite pump infusion set had foreign matter in the fluid path. The following information was provided by the initial reporter: staff opened new package and spots of brown noticed throughout the drip chamber. Additional information received from the customer: can you please provide an exact date of event in this format mm-dd-yyyy? The date the set was discovered was 09-18-2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. When staff discovered possible contaminated set the secondary set was not used and therefore no pt harm/injury.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.